Event description:
It was reported that the pt had stage 4 cancer and had experienced an underdose with increased baseline pain. It was unk if the increased levels of pain were related to the device or the natural progression of the disease. It was noted that the pt had experienced increased pain in spite of being on "extremely high doses" of intravenous medication. The report also indicated that the pt had three mris the week prior and it was unk if the pump stalled due to the mris. The pump was interrogated but they were still unable to determine if the pump had stalled. There were no alarms. Add'l device troubleshooting was being considered. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Event description:
It was reported that during an acl meniscus repair, the suture broke and the implant remains in the patient¿s knee. According to the reporter as the #1 implant was inserted the suture broke and the implant came off. The reporter stated that the trocar may have nicked the suture as it was being deployed. The surgeon could not locate the implant. Patient's weight was requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was not confirmed; suture did not break. The device was received with the hand piece, one trocar, one implant and suture. Implant from the short suture construct was broken off. Implant on the long suture construct was intact. The #2 trocar and second implant were not deployed from the hand piece and could be deployed as required. No problems found on any of the other returned components. Device history record revealed nothing relevant to this event.based on the information provided and device evaluation, the most likely cause(s) of this event is the use of excessive force when inserting the spear into the meniscus and not using the technique of rotating/twisting the spear during insertion. This is the first complaint of this type for this part/lot combination. The potential causes of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
The device has been received and evaluation is in progress. Device history record revealed nothing relevant to this event. Based on the information provided the most likely cause of this type of event is inadvertent fraying, nicking or cutting of the suture while advancing the insertion spears. This is the first complaint of this type for this part/lot combination. Upon completion of the device evaluation, the potential causes of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.